Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. The device was not in patient use. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's lcd screen was blank. The device was not in patient use. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue. The lcd display was evaluated by the manufacturer's product investigation laboratory (pil) and found the lcd display functioned as designed and operated without issue or error codes.